Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached above 500 mg/dl while wearing the pod between 1 and 4 hours on the arm. It was also reported the patient had elevated ketones. Symptoms reported include vomiting. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous fluids (IV fluids) and intravenous insulin drip. The patient was sent home on the same day.